Event description:
It was reported that a review of the implantable cardioverter defibrillator (ICD} was requested due to noise seen on the right atrial (ra) channel. The noise was also oversensed. Further advise from technical services (ts) was requested. The ra lead is a non-boston scientific product. The ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).